Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display, under responsive ok and down arrow buttons. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The keypad was removed and no damage or contamination was found. The reported keypad response issue was not able to be investigated; there was no power to the pump and moisture damage was found on the printed circuit board. The complaint of under responsive keypad buttons was not able to adequately tested due to the power and moisture issues reported on animas medwatch report number 2531779-2017-1510. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.